Event description:
A mole marker may have caused artifact on a mammogram. As a result, the mammogram was repeated.

Event description:
A mole marker caused artifact on a mammogram. As a result, the mammogram was repeated.